Event description:
It was reported that the patient presented in clinic due to an infection the atrial (ra) lead. The physician elected to explant the rv lead. The patient condition was unknown.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5148971